Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second electrode: 1221934-2016-10057. (B)(4).

Event description:
During use the first listed electrode lost the metal plate which fell into the shoulder of the patient but was successfully retrieved, no harm to patient. The second electrode listed above also lost the metal plate but did not fall into patient. Surgery was extended for 30-45 minutes. The surgery was subacromial decompression, the surgeon is very experienced. The procedure was completed with same like device.

Manufacturer narrative:
The two complaint devices were received and forwarded to the supplier for evaluations. On one device the shaft is bent to an approximate 30° angle at the point where the shaft enters the handle and one was not. The devices appear to be in a used condition and they show evidence of activation around the ceramic. The active tips are missing from the distal assemblies. The active suction tubes have eroded during use and that there is a section of the active suction tube missing from both devices which has not been returned for evaluation. It is the belief of the technical authority that the missing section has eroded away and would not have been deposited into the patient joint space. No electrical or functional testing was done due to the damage to the devices. It can be confirmed that the active tips have detached from the devices. The reason for this occurring is unknown from the evidence presented. It appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically, and investigated under a CAPA. An improvement to the manufacturing process was introduced. The result of this CAPA activity reduced the occurrence of this failure mode to an acceptable level and the closure of the CAPA was done in july 2015. The lot number of the returned devices indicates that it has been manufactured before the improvements have been made. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident related to this failure, there was an unrelated incident in the batch that would not have contributed to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second electrode: 1221934-2016-10057. (B)(4).